Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The field application specialist provided data for a magnesium correlation performed between two integra analyzers at the site. Of the data for four patient samples provided, the results for two were discrepant. Initial results were from serial number (B)(4). All results are in mg per dl. Sample 1 initial result was 2.1 twice, repeat result was 3.6 twice. Sample 2 initial result was 1.9, repeat result was 3.3. The initial results were reported out and believed to be accurate. The field application specialist determined the cause was still under investigation and thought the rt1 arm could be the source of the issue.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.